Event description:
Caller reported a malfunction on the pump, identified as malfunction code malf 0. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer was advised to use multiple daily injections (mdi) as backup insulin therapy. Technical support sent a replacement pump with updated software and provided instructions for shipping back the problematic pump, including putting it into storage mode. The customer understood and acknowledged all instructions provided by technical support.